Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The difficulty reported removing the plunger/suture could not be replicated in a testing environment due to the condition of the returned device and the suture was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a mitraclip interventional procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. Suture pre-placement was attempted with a second proglide device; however, the plunger was not able to be completely retracted. The proglide devise was slightly pushed back into the vein, the foot was closed and the device was removed until the guide wire exit port was visible. The suture was noted to be stuck in the proglide device. The suture was cut with a lancet and could easily be removed. The proglide device was removed and the suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 24f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed sutures of the first and third proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.